Event description:
A peritoneal dialysis (pd) patient's mother reported that following her daughter's treatment she stood up and was walking around the cycler. While walking she felt a tug and saw that her catheter extension had broken. She caught the broken part and immediately clamped the line off. There was no fluid leak. They went to the clinic the same day and the extension was replaced with a new one. During a follow up the patient's pd nurse reported that the patient has not had any infections and her effluent has remained clear. She replaced the broken extension with a new one. The patient was treated with one dose of prophylactic antibiotic vancomycin. The broken set was discarded.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.